Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump was not sending status messages while continuing to run the programmed therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: d1: brand name, d4: model #, d4: unique identifier (UDI) #, g4: combination product additional information: h6, h11. H11: a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. The issue reported by the customer aligns with the issue described by fa 2024-023. The issue is related to the battery module software, and the stuck messages condition does not affect the user's ability to program the device and does not affect function of the device. Should additional relevant information become available, a supplemental report will be submitted.